Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the unit continually alarming error code 240.4150. The device was inspected and found that pressure sensors had failed. The pressure sensors were replaced and verified functionality. The device passed all tests and was set aside for preventive maintenance. There was no patient involvement. Although requested, no further information was made available to date.